Event description:
It was reported that non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed on the right ventricular channel of the implantable cardioverter defibrillator. The patient was asymptomatic. Programming modifications were discussed. No further information was reported.